Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose of 500 mg/dl. The customer treated himself with manual injections. Troubleshooting did not find any issues with the insulin pump. Troubleshooting found several no delivery alarms in the alarm history. The customer was informed that no delivery alarms can cause high blood glucose. The customer's current blood glucose was 245 mg/dl. Troubleshooting found the insulin pump passed the high pressure test. No additional information provided.